Event description:
It was reported that the patient had extracardiac stimulation from the left ventricular lead. The lead was programmed off, then back on, and then off again. The lead remains implanted. The patient is a participant in the system longevity study. No further patient complications have been reported as a result of this event.

Event description:
The lead was also noted to have elevated threshold.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m implantable tachy lead 2013-(B)(6); d314trm implantable cardioverter defibrillator 2013-(B)(6). (B)(4).

Manufacturer narrative:
(B)(4).